Event description:
Healthcare provider reported a right side "exposed implant". The device has been explanted and replaced and will not be returned.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "exposed implant."